Event description:
Reporter is daughter of consumer who states that the device was used and it caused her father to die. Consumer was a pt at a hospital. She says that the device was kept on high and covered her father for 2-3 days. She says when the blanket was removed, it appeared as if her dad had been in a "vacuum cleaner bag". From the neck down, her father looked like an "overcooked" chicken. She has pictures of the blisters and the sores that covered his body. The instructional insert states explicitly "do not use in diabetes or in critically ill individuals," but the hospital used it & on high with her dad being diabetic. His genitals/private parts were burned as well. She states that her father's body was badly burned from the use of this blanket and this is what ultimately led to his demise.